Manufacturer narrative:
On (B)(6) 2016, the customer reported no further occlusions after pump supplies were changed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received an occlusion alarm. The customer changed the infusion set and another occlusion was received. The blood glucose (bg) level was 160 mg/dl and an insulin injection was used to address the bg level. The customer performed a system check. The pump and infusion set tubing were functioning as expected. The cannula was removed and no damage was noted. The customer indicated that the cartridge would be changed tomorrow as it was scheduled to be changed then.